Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10mg/ml at 11,703 mg/day via an implantable pump with flex dosing for an unknown indication for use. It was reported that the pump logs showed multiple motor stalls over a couple of weeks. The motor stalls were not magnetic resonance imaging (MRI) induced. There were no reported patient symptoms. No troubleshooting was possible. The attending physician switched the patient to oral medication. The issue was not resolved at the time of the report. No surgical intervention occurred and none was planned. There were no reported complications. Information from the pump logs: (B)(6) 2019 motor stall recovery occurred at 00:49 (B)(6) 2019 motor stall occurred at 02:39 (B)(6) 2019 stopped pump may exceed tube set occurred at 02:39 (B)(6) 2019 motor stall recovery occurred at 12:56 (B)(6) 2019 motor stall occurred 14:18 (B)(6) 2020 stopped pump may exceed tube set occurred at 14:18 (B)(6) 2020 motor stall recovery occurred at 12:01 (B)(6) 2020 motor stall occurred at 15:13 (B)(6) 2020 stopped pump may exceed tube set occurred at 15:13 (B)(6) 2020 motor stall recovery occurred at 06:46 (B)(6) 2020 motor stall occurred at 10:06 (B)(6) 2020 stopped pump may exceed tube set occurred at 10:06 (B)(6) 2020 motor stall recovery occurred at 03:43 (B)(6) 2020 motor stall occurred at 05:09 (B)(6) 2020 stopped pump may exceed tube set occurred at 05:09.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no further action has been taken yet and up to now nothing has been explanted. If the physician decides to explant the pump, the manufacturer representative indicated they would request the pump to be returned. As of this report, the device is still implanted. There were no reported complications.